Event description:
The facility reported an infusion pump with a failure 812:02. The facility rep stated that there was pt injury involved with this pump. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info, the date this report occurred, specific pt info, but no additional info was available. Additional contact info was requested but no additional contact was identified.